Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 due to a suspected cardiac arrest at home. It was also reported that the patient had an oversewn aortic valve. There were several reported driveline disconnects that day, leading up to the patient's death. Patient had cognitive issues with previous accidental driveline disconnect so it was presumed that this event was another accidental driveline disconnect. The log file review confirmed the driveline disconnects and also found some low flow events on the same day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
The patient¿s previous driveline disconnect was covered under MFR 2916596-2022-11234 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported cardiac arrest could not conclusively be established through this evaluation. Furthermore, an analysis of the log files provided by the account confirmed pump stop events that were associated with the disconnection of the driveline. Although a specific cause for the disconnections could not be determined through this evaluation, the account communicated that the patient was known to have accidental driveline disconnections and this event was presumed an accidental driveline disconnect. The submitted system controller event log file contained data from 18jun2022. The driveline was disconnected twice with the pump ramping back up to the set speed without issue after each reconnection. Low flow, driveline disconnect, low power advisory, and left ventricular assist device (lvad) off alarms occurred as a result of the driveline disconnections. Following the second driveline reconnection, intermittent low flow alarms were also observed. The driveline was then disconnected for the final time at the end of the file. The pump appeared to operate as intended at the set speed while the driveline was connected to the system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 1 provides an explanation of all pump parameters. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard and driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the low flow hazard and driveline disconnected alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.